Event description:
It was reported that the patient underwent a posterior fusion from l5 through s1 using rhbmp-2/acs and styker's avs tl peek cage. It was reported that following the surgery the patient developed inflammation, bony overgrowth, chronic lower back pain, severe pain down his leg, limited mobility, numbness in his left foot, and further injuries. Reportedly, the patient is unable to work and had to leave his job. It was reported that the patient continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6).a

Event description:
It was reported that on (B)(6) 2007 the patient underwent tlif l5-s1 surgery in which rhbmp-2 was used. No complication was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.